Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize therapy electrodes) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. Additionally, the monitor displayed a service code 204 due to a defective y402. The root cause for the damaged receptacle was excessive force. The root cause for the defective y402 was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize therapy electrodes. .